Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead . (B)(4).

Event description:
The health care professional reported that the patient had a revision on (B)(6) 2016. A new lead was inserted and connected to a new ins. The patient felt comfortable with the coverage and was satisfied with the placement intra-op. No complications were reported. During a follow up appointment, it was noted that the incision sites were clean, dry, intact and healing well. The device was turned on by a manufacturing representative and adjusted as needed. Indications for use include spinal pain. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received from the patient reported they were bedridden due to "multiple surgeries" with the manufacturer's implants. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
It was previously reported that the patient had the a revision on (B)(6) 2016. The correct date for the revision should be (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.